Event description:
Reporter noted some pts had endophthalmitis after surgery. Gram negative bacterium was found in fluid aspirated during set-up before surgery and during surgery. This pt was the sixth case using the same pak (u-2020, lot number unknown) on 02/02/2000. Endophthalmitis noted four days post-operatively.

Event description:
F/u info indicated there were three pt's that underwent surgery with the same pack on 2/2/2000. The third pt developed bacterial endophthalmitis on 2/7/00. There were no problems during the surgery. There were no other cases of endophthalmitis at this facility. This pt had sudden reduction in visual acuity (od). Washing and antibiotics infusion in the anterior chamber was done. Pt was moved to another facility and vitreous surgery was performed. Antibiotic treatment was administered during and after the surgery. The pt reportedly recovered 3/17/00.